Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed on start-up and an alarm was initiated. A continuous buzzer alarm was observable, and a red led light flashed. The device was restarted and then the start-up went well. This occurrence was noticed at start-up during the booting process as part of the daily routine in the emergency room. The device log files (service log, error log, event log) were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1: corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is cer 146211. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed on start-up and an alarm was initiated. A continuous buzzer alarm was observable, and a red led light flashed. The device was restarted and then the start-up went well. This occurrence was noticed at start-up during the booting process as part of the daily routine in the emergency room. The device log files (service log, error log, event log) were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: cer 146211 follow-up 2 - device evaluation: root cause: hamilton medical ag has not received the device for investigation. However, the technician on site exchanged the esm board which resolved the issue and the device functioned as intended. The root cause is attributed to the esm board, however, this cannot be verified. Updated fields: b4, g1, g6, h2, h6, h7, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed on start-up and an alarm was initiated. A continuous buzzer alarm was observable, and a red led light flashed. The device was restarted and then the start-up went well. - this occurrence was noticed at start-up during the booting process as part of the daily routine in the emergency room. - the device log files (service log, error log, event log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.